Manufacturer narrative:
Product available to stryker; an event regarding malposition involving a triathlon femoral component was reported. The event was confirmed through x rays. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: x-rays confirm implantation of triathlon cemented components with gross instability of the left knee with lateral opening of joint space and 13° of varus position. Also the femoral component has malposition in that it is located too much posteriorly over the femoral condyle with ¿notching¿ of the femoral component into the femur on the anterior side and excessive space on the posterior side. Radiolucent lines are also seen along the anterior flange of the femoral component although the femoral device still appears stable on the distal flanges. Beyond the tibial baseplate contribution to instability, there are additional positioning issues on the femoral side. -the femoral component is positioned too posteriorly over the femoral condylar bone resulting in ¿notching¿ of the femoral component into the femur on the anterior side and excessive space on the posterior side. Also this has adverse effect upon knee functionality. It may decrease somewhat the degree of flexion instability but may add other instability components. As such is there clearly a mismatch present in extension/ flexion gap space which is in clinical practice an important contributor to knee malfunction and instability. Principal failure mode is thus tibial baseplate malposition in excessive posterior tibial slope leading to flexion instability with additional femoral component malposition contributing to overload in the arthroplasty and consequently abnormal bearing wear with tibial baseplate loosening including the symptoms of incipient loosening of the femoral device. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: clinician review of this case indicated baseplate malposition in excessive posterior slope of 17° in combination with femoral component malposition in excessive posterior location over the femur have contributed to flexion instability with overload in the arthroplasty and consequently abnormal bearing wear and tibial baseplate loosening including the symptoms of incipient loosening of the femoral device requiring revision with tibial bearing exchange only. No further investigation for this event is possible at this time.

Event description:
Patient needed a knee revision. Patient had a knee surgery in 2010, with good results but later there was instability. Due to heart issues the revision was delayed until 2016 when the patient had recovered sufficiently for the heart problems. Doctor noted in the patient journal that revision was needed/should be done as soon as possible.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient needed a knee revision. Patient had a knee surgery in 2010, with good results but later there was instability. Due to heart issues the revision was delayed until 2016 when the patient had recovered sufficiently for the heart problems. Doctor noted in the patient journal that revision was needed/should be done as soon as possible.